Manufacturer narrative:
The insulin pump had cracked battery tube threads, cracked reservoir tube, the reservoir tube lip completely broken off, and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call taht there was a crack on the upper part of the reservoir compartment. The patient confirmed that the insulin pump was still working as designed. The insulin pump was returned for analysis.